Event description:
It was reported that the customer's insulin pump alarmed motor error, and the drive support cap was slightly crocked. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. Unable to confirm the motor error. The motor passed the motor test.